Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera displayed as localizer faulted. Additional information noted that according to a picture from the day of the report, the error was misreported. The system actually displayed a localizer not connected message. The manufacturer representative (rep) moved the system to a different outlet at the request of the surgeon and the camera cart turned off immediately. The message was not present when the system was on and connected to wall power. The rep performed a battery stress test. Both carts were at 100% when plugged in according to the system self test. When unplugged from wall power, the camera cart shutdown and the main cart dropped quickly and shutdown after about 2.5 minutes. The battery shut down when unplugged. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821, serial/lot #: -, ubd: , UDI#: h3, h6: the system was serviced in the field by a medtronic representative. Both battery 9735771 24v, serial/lot #: 1848 and battery 9735773 48v, serial/lot #: - were replaced. Codes b01, c02, and d02 are applicable. The battery 9735771 24v, serial/lot #: (B)(6) was returned for evaluation. No failures were found. Codes b01, c19, and d14 are applicable. The camera has not been returned. Applicable codes are b17 c20 d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.